Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a covidien 12ml monoject syringe had a crack down the entire barrel of the syringe. A pharmacy technician, while drawing up concentrated potassium chloride, had solution spray all over her person. No injury occurred to technician. The medication was prepared again and dispensed to the patient.

Manufacturer narrative:
Submitted date: 08/00/2018 a review of the device history record (DHR) for reported lot number 17h02763x indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During the manufacturing of the syringe assemblies, syringes were visually inspected and physically tested. No deficiencies were recorded relating to this customer report. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes during the syringe molding, assembly and packaging processes. A lot cannot be released unless it passes all visual and physical testing requirements. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in the barrel. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. A sample was returned for evaluation. The sample was received inside soft-pack packaging with the seal broken. The visual inspection observed that the barrel contained a crack from the shoulder to the 9ml mark. No visible damage was noted to the soft-pack packaging. Due to breakage of grad print on the crack, the barrel was most likely cracked after processing at the pad printing station. A 6m root cause analysis was performed. The probable cause was determined to be jams in the dials after printing causing a crack in the barrel that resulted in the customer event. A corrective work order has been issued for the identified equipment to assure functionality is returned to acceptable quality standards. The reported customer complaint is confirmed. A specific root cause could not be determined. At this time, there is not enough information to warrant the initiation of any further action. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.